Event description:
Caller reported experiencing a cgm error 42, which required technical support assistance. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on performing a complete pump reset and guided the caller through the process. After the reset, the cgm error code did not reappear, and the caller successfully started a new sensor session.